Event description:
(B)(6) -the dealer reported that the patient stored pop cans next to her irc5po2w concentrator, and it has exploded from the heat generated by the concentrator. The concentrator was replaced. There is a potential for injury from the unit allegedly overheating, and causing the pop cans to explode. Although, no malfunction to the unit has been verified, and there was no patient injury reported.

Manufacturer narrative:
(B)(4) RMA has been initiated for this issue. Model irc5po2w, serial number/date (B)(4) is approximately two year old. The owner's manual part number 1143482 rev. E (nov-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.